Event description:
Additional information received from the hcp reported that perioperative antibiotics were administered. The date of onset/diagnosis of infection was reported as (B)(6) 2011, and was likely a mistake. The patient did not have meningitis. Symptoms included drainage, pain and incisional wound opening. The primary location of infection was the device pocket. It was unknown if a culture was obtained. The infection was treated with IV and oral antibiotics and a partial system explant. The patient outcome and risk factors were reported as "unknown".

Event description:
It was reported that the pt experienced an infection at the implantable neurostimulator site following an infection. The pt was also tender to the touch at the lead site. Pt treatment and outcome was not provided. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).